Manufacturer narrative:
This follow-up report to final report is submitted in order to add information to a4 and d4 (UDI #) section. Also to correct information in h10 section about establishment number under which this report is submitted, which should be the following: please note that previous medwatch reports for this product may have been submitted under the following registration numbers (B)(4). Currently, these products are to be submitted under arjohuntleigh polska sp. Zo.o. Establishment name and registration # (B)(4).

Manufacturer narrative:
Please note that previous medwatch reports for this product may have been submitted under the following registration numbers: 1625774, 3010048749, 3009988881, 3007420694. Currently, this product is to be handled by arjohuntleigh ab¿s complaint handling establishment and any medwatch reports will be submitted under registration 9681684. Two caregivers were at the patient's bedside when they smelled something was burning. A few seconds later they saw sparks coming from arjo atmosair9000a pump. The caregivers disconnected the pump from the power source and when they felt that the pump was warm they removed it from the bed frame. There was no injury. An arjo representative was called to inspect the device. Arjo representative evaluated the pump (incl. The inside components of the pump) and found that the power cable was cut exposing live wires. No other failures were detected. According to the customer, it was possible that the power cord got caught in bed¿s mechanism. Product instruction for use (IFU) in section safety information, states to ensure "power cord is kept free from all pinching points and moving parts and is not trapped under casters. Improper handling of the power cord can cause damage to the cord, which could produce risk of fire or electric shock". In 'preventive maintenance schedule' section this document states to check if power cord is undamaged before placing the mattress with a new patient. In summary, arjo device failed to meet its performance specification since power cord was damaged. The device was used for a patient treatment when sparks coming from arjo device were noticed. We report this event following information that sparks were coming from arjo device.

Event description:
A customer reported sparks coming from a pump. During a technician visit it was found that power cord became damaged.